Manufacturer narrative:
Return requested. Replacement computer shipped to site 07/27/2016. Suspect computer was returned to the manufacturer for analysis. Testing found the system boots normally. No hdd or ram errors reported. Ethernet port 0 functional. Medtronic representative confirmed replacing computer on 08/08/2016. On 08/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/17/2016 a medtronic representative, following-up at the site, reported the issue occurred again after replacing the computer in the navigation system. The first exam failed the first time it transferred. To get the scan to transfer steps were developed and when these steps were followed, the exam was transferred successfully to the navigation system from the orbic. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the 3d orbic scan did not successfully transfer to the navigation system. Noted was that the 'workaround' was successful and the spin transferred properly. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: through on-site troubleshooting by medtronic reps with site radiology staff, it was concluded that the scan identifiers are not being properly generated by the siemens orbic imaging system. The version of the firmware running on the oribc systems at the site was generating non-unique scan identifiers that cannot be accepted by the medtronic stealthstation for navigated procedures. To ensure a 1:1 relationship between patients and their procedures, the scan identifiers cannot be duplicates and must be properly embedded into their corresponding dicom series. This issue has only been reproducible on the siemens orbic outdated firmware instances at the site. Also, while troubleshooting at the site, medtronic and site personnel developed a work-around that entailed creating a new patient on the siemens orbic, retaking the scan, and sending the new scan to the medtronic stealthstation. The site is currently performing their cases using this work-around. The software investigation concluded that the siemens orbic firmware was not up to date. And medtronic software functioned as designed. Correction to initial MDR decision: based on the findings above, the reportable malfunction was on a device not manufactured by medtronic (siemens orbic imaging system). If this information was available during the initial review, the reported event would not have been considered a reportable malfunction by medtronic.